Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on april 9, 2007, and alleged that her meter was reading inaccurately high. She had compared her meter to her husband's meter on the morning of april 2007, the patient's meter read 77 mg/dlk, and she stated that she had a hypoglycemic reaction soon after. She reported no symptoms prior to testing. She tested on her husband's meter at the time and obtained a result of 37 mg/dl. She had something to eat and sweet to drink and felt better soon after. The pt alleged that she was concerned about the accuracy of the meter after this incident. In 2007, at 12:00 a.m., before going to bed, she tested on her meter and obtained a result of 157 mg/dl. Based on this result, she felt that she did not need to eat anything to prevent a low, so she went to sleep. She does not know what time she became hypoglycemic, but stated that she did not wake up when her alarm went off at 8:00 a.m. She had an appointment at 10:00 a.m. For dialysis that she missed. The paramedics were called and they found her at home, hypoglycemic. The patient's daughter gave her glucose tablets. The paramedics tested her blood pressure. They had her daughter test her blood glucose and the result was 43 mg/dl. The paramedics left when she was stable. The patient's hematocrit is not known. The technique for performing a blood glucose test was correct, and the technique for cleaning the puncture site was correct. The pt performed one control solution test, which passed. This complaint is being reported, as the pt alleged she was obtaining inaccurately high results and suffered a hypoglycemic reaction following a result she perceived to be normal.